Event description:
It was reported there had been stimulation in the wrong location. It was logged the patient had a revision the day prior to report because the stimulation was hitting the wrong spot so they put in a new lead. It was reported stimulation started hitting the wrong spot a couple weeks before thanksgiving and it was hitting in the kidney area instead of her legs.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).